Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found in: d9, g3, g6, h2, and h3 evaluation information found in: h6, and h10 intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed but not replicated the sealing issue. The stapler clamped and fired on the first fire with no issues. The second fire the stapler did not clamp down on the tissue and would not fire. The stapler was found to have several clamping failures based on review of the logs. However, the failures were not replicated during in-house testing. The root cause is not determinable. The instrument was found to have several hi drivetrain friction failures based on review of the logs. The instrument did fail initialization during the first installation. The instrument was found to have lodged staples in the channel ramp. The lodged staples caused the instrument failure during initialization. The root cause of this failure is attributed to a component failure. The lodged staples were removed from the channel ramp. An in-house reload was installed onto the instrument. The instrument was installed on the in-house system for a second time and passed initialization. The instrument clamped and fired successfully.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure the sureform 45 stapler was unable to clamp correctly. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the "sealing" issue was related to the stapler not clamping. On the first fire, the stapler clamped and fired successfully with no issues. On the second fire, the stapler would not clamp down on the tissue and would not fire. After swapping to a backup stapler, the procedure was completed with no further issues. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the sureform 45 stapler instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Per log review, the following was confirmed: sureform 45 stapler (part #480445-04/t90210809 0058) was last used in a pulmonary lobectomy procedure on (B)(6) 2022 via system (B)(4) with 9 uses remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 45 stapler was unable to seal correctly. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.